Manufacturer narrative:
D4; h4, 6: info anticipated; but unavailable at this time.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The clips were not forming properly, scissoring and opened. The surgeon elected to have them on the structures. Completed the case with the same device. There was no consequence to the pt.